Event description:
Reporter alleged obtaining a discrepant blood glucose result, when testing her friend, of either 96 mg/dl or 60-69 mg/dl on the compact plus system compared to back to back with a result of 37 mg/dl on an emt's meter when testing was performed less than 10 minutes apart. Reporter did not indicate if her friend was experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. A request was made for the return of the suspect device and replacement product was sent.